Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. As received, the battery was unable to charge. The battery pca was contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery.

Event description:
During an investigation of a battery for an unrelated issue, a reportable malfunction was found. The battery was unable to charge.